Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy. During a call with the baxter (B)(4) technical services, the following was reported. On an unreported date, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. It was also reported that, the event might be due to the connecting tube being soaked accidentally when the patient took bath. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information:on (B)(4) 2012, further information was received from physician. On (B)(6) 2012, the patient experienced and was hospitalized for catheter site infection and peritonitis. The causative organism was not reported. The event of peritonitis was reported to be unrelated to baxter products.